Event description:
A (B)(6) male pt underwent aaa and common iliac artery aneurysm repair under general anesthesia on (B)(6) 2012. The pt's anatomical form was suitable for the procedure. Final angiography revealed proximal type I endoleak. Second ballooning reduced the endoleak. Another manufacturer's stent was placed in left iliac leg graft to prevent kinking. The physician decided to take a wait-and-see approach. The pt is fine after the procedure.

Manufacturer narrative:
(B)(4). Event is still under investigation.